Event description:
Customer called to report sensor issues on the insulin pump. Customer reported that there was blood at the site when the sensor was pulled out of her abdomen. It was reported that the insulin pump excessively alarmed no delivery during set change. Customer's blood glucose reading was 310 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.